Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the tn250-127-90, mclass osc saw blade, was being used during a total knee procedure on (B)(6) 2022 when it was reported, ¿we had a tn250-127-90 break while in surgery this afternoon. Piece was found in patient and removed after total knee.¿. An x-ray was taken to assure all pieces were removed from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning was asked, and a good faith effort was completed. We have not received any further information to date. The pro9300b, hall titan oscillating saw battery handpiece was the device used with the blade and will be listed as the concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the tn250-127-90, mclass osc saw blade, was being used during a total knee procedure on 11jul22 when it was reported, ¿we had a tn250-127-90 break while in surgery this afternoon. Piece was found in patient and removed after total knee.¿. An x-ray was taken to assure all pieces were removed from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning was asked, and a good faith effort was completed. We have not received any further information to date. The pro9300b, hall titan oscillating saw battery handpiece was the device used with the blade and will be listed as the concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Confirmation of breakage via photographic evidence. The blade was thoroughly investigated for manufacturing defects; however, none were found. All critical dimensions and material properties of the device were within specification. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. This issue will continue to be monitored through the complaint system to assure patient safety.